Manufacturer narrative:
Evaluation conclusions: failure to follow instructions (undersizing).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. At implant, the diameter of aorta at renal artery measured 25 mm and the length of the proximal aortic neck measured 7 mm. The proximal aortic neck angle measured 10 degrees. The vessel was mildly calcified. It was reported that a CT scan done approximately four months after the index procedure revealed a proximal type I endoleak. The patient received treatment. The physician implanted an endurant aortic cuff and performed a chimney in the left renal artery. Aptus endoanchors were also implanted. The event was resolved. Per the physician, the cause of the proximal type I endoleak was due to undersizing. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.